Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet fell onto the floor during disconnection for a shower, resulting in a cracked screen and an inability to unlock or navigate the device; the patient reverted to backup therapy and a replacement ilet was arranged. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included temporary interruption of pump use with transition to backup therapy and continued cgm use. Investigation included review of the event details, device replacement logistics, and return of the damaged device. Investigation of this device revealed physical damage to the display consistent with accidental impact, which impaired user interface function; no functional alarms or systemic performance issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.